Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the user was not able to get glucose readings for two hours. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed a loss of connection longer than one hour on the event date, (B)(6) 2018, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause was potential patient misuse for the smart device battery dying.